Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown no lot # provided device manufacture date: unknown investigation: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that the flanges on some bd vacutainer® single use holders are rough, causing ripping of gloves on the healthcare professionals. There was no report of injury or medical interventions.